Event description:
Patient reported left side hematoma, infection, and capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, infection (late onset).

Event description:
Patient reported left side hematoma, infection, and capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30032369 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of apr 2021 through mar 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: hematoma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Infection (late onset): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side hematoma, infection, and capsular contracture baker grade iii. Healthcare professional later reported and confirmed capsular contracture, baker grade IV. The device has been explanted.

Event description:
Patient reported left side hematoma, infection, and capsular contracture baker grade iii. Healthcare professional later reported and confirmed capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., g.2., h.6.

Event description:
Healthcare professional later reported and confirmed capsular contracture, baker grade IV.